Event description:
The customer reported of a possible hemolysis incident on phoenix machine. The pt complained of headache and back pain. The pt's dialysis treatment was without incidence, but was admitted to the hosp in 2006, with altered mental status and a hematocrit of 11 %. The pt's prior hematocrit of 37 %. The physician suspected hemolysis.